Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited a spike in impedances to high levels along with unstable thresholds. A microdislodgement was observed. The lead was revised and remains in use. No patient complications have been reported as a result of this event.